Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history logs was not applicable. Visual, functional and occlusion tests were performed, and a damaged downstream occlusion (dso) seal was found. The customer's initial reported problem was replicated and the cause was a damaged battery compartment. The investigation determined the dso seal was damaged. The dso seal and battery compartment were replaced.

Event description:
It was initially reported that the device had a broken battery compartment. The device evaluation found a damaged downstream occlusion (dso) seal. There was unknown patient involvement and unknown patient harm/adverse event reported.